Event description:
Pt received shock from car electrical system while doing repairs. The pt received multiple shock from their device following the shock received from the car's electrical system. The pt went to the emergency room and the representative found the device to be at eos and disabled.

Event description:
Pt received shock from car electrical system while doing repairs. The pt received multiple shocks from their device following the shock received from the car's electrical system. The pt went to the emergency room and the representative found the device to be at eos and disabled.